Manufacturer narrative:
Based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system or coil used that contributed to the injury. It is concluded that this event was caused by contact between the cable from the flex element of the cardiac coil was in direct contact with the patient¿s leg. Only the patient¿s pants were in between, which is not considered sufficient to create enough distance. A contributing factor was identified as the number of high sar scans administered, and the patient ventilation, which was at the lowest level.

Event description:
Philips received a report from a customer that after an examination a blister of approximately 4x2 cm on the upper left leg was observed.